Manufacturer narrative:
(B)(4). Evaluation results and conclusion: moderate calcification. Evaluation summary: the stent delivery system was returned for evaluation. The distal tip was slightly flared. The balloon folds and crimp bake impressions were evident on the balloon which had been partially inflated. Negative purge confirmed the presence of a leak. A small tear was located over the proximal end of the distal marker band, on the outside of the balloon fold. There were scratches along the balloon cone immediately distal to the leak site.

Event description:
A 3.50mm diameter x 18mm length endeavor resolute rx drug-eluting stent was inserted into a pt for treatment of a moderately calcified, unk lesion. Prior to the insertion of the endeavor resolute rx drug-eluting stent, the lesion had been pre-dilated with a 2.50mm diameter balloon. It is reported that the endeavor resolute rx balloon was inflated to 6 atm, but only the edges of the stent expanded. It is reported that the balloon then burst, at 6 atm. The endeavor resolute rx stent delivery system was removed from the pt and another balloon was used to deploy the middle portion, of the endeavor resolute rx stent. It is confirmed that the endeavor resolute rx device was inspected prior to use and no issues were noted. Info received also confirmed that negative purge was completed prior to use, with no issues noted. Pt status post procedure was reported to be good. No clinical sequelae were reported.